Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power shuts down and failure in printed-circuit board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power shuts down due to failure in printed-circuit board. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device screen switches off intermittently and it happens normally 15 to 20 minutes after switching on possibility of faulty internal power supply unit (psu). The issue was observed during diagnostic procedure while the device was inside of the patient and the patient was under sedation. The intended procedure was completed with the same device. There were no reports of patient harm.